Event description:
The customer reported that the heartstart mrx was unable to recognize any cables due to a loose pt connector. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.